Manufacturer narrative:
Date of event is unknown as it was not provided, best estimate date is (B)(6) 2018. (B)(6). The system was evaluated by a field service engineer. All modes of operation and calibrations were verified and no failures were detected. In addition, the field service engineer has followed 15 surgeries and during all the procedures the physician did not complain about the equipment performance. The unit complied with all factory settings. On (B)(6) the field service engineer has followed 15 surgeries and during all the procedures the physician did not complain about the equipment performance. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The surgery center reported corneal edemas after cataract procedure using a phacoemulsification unit. The surgeon has informed from the 15 surgeries performed at 3 day post op, surgeries showed edemas and the remainder with edemas level 2+. The surgeon does not have further information about the patients.